Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the temperature was not working. Patient involvement unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. G1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, scratches on the front cover, missing reflux plug, quick connect corroded, water tank cover cracked, pole clamp discolored. Per functional testing, the temperature was overheating. The complaint was confirmed. The root cause was a faulty water pump not recirculating water resulting in overheating. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, quick connect, water tank cover, pole clamp, front cover, reflux plug. Performed preventative maintenance (pm), changed o-rings, reservoir gasket and calibrated. The device passed all functional and delivery tests.